Manufacturer narrative:
Returned pump analysis found no evidence of anomalies. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump and catheter were returned to the manufacturer. It was indicated that the device was returned for destruction only. The date of explant was not reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving compounded baclofen with concentration 400 mcg/day at a dose rate of 302 mcg/day, morphine with concentration 25mg/ml at a dose rate of 19 mg/day, and prialt (ziconotide) with concentration 15 mcg/ml at a dose rate of 11.3 mcg/day via an implantable pump for spinal pain. It was reported that the patient was approximately one month post operation from a pump replacement. A pump pocket seroma was being managed and blood tinged fluid was now leaking from the midline incision/wound. Surgical intervention was performed and hemostasis was noted. It was further indicated that exploration of wound occurred to ligate vessels and fluid was evacuated from the pocket. It was unknown if the issue had resolved as of (B)(6) 2016. The patient was without injury regarding their status as of (B)(6) 2016. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.